Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of the cpu board and power supply. Unit was calibrated and tested to factory's specifications.

Event description:
Customer reported the passport 2 monitor had a blank screen, which may have affected patient monitoring. No patient injury was reported.